Event description:
It was reported that the subject device had touch panel that was not functioning, but the image was coming on screen. The event occurred during set up of device. There were no reports of patient involvement.

Manufacturer narrative:
E1 - last name initial reporter last name-e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board faulty, dust buildup inside. Based on the results of the investigation, it is likely that the following led to the malfunction: touch panel not functioning due to printed circuit board faulty. The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.